Event description:
It was reported that the very tip of the universal driver 2.5mm is broken. This was identified prior to use during surgery and another driver in the set was used to complete the procedure. No pt injury or delay to the procedure occurred.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.